Event description:
Intralipid syringe changed to current tubing infusing into uac(umbilical artery catheterization). Several hours after syringe changed, leakage noted on the floor with dripping noted around end of syringe and tubing. Tubing and syringe secured and removed from patient. Off pump tubing flushed with no occlusion noted but still dripping around tubing/syringe connection. New tubing obtain to test with no leaking noted.